Manufacturer narrative:
Follow-up # 1 ¿ ((B)(4) 2013): the patient¿s meter have been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the reporter contacted lifescan (B)(4), alleging inaccurate results of "8.2 mmol/l" on the subject device and "6.2 mmol/l" on another meter (ultra2). This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.